Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("spotted the first day in the hospital") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), flatulence ("gas") and bowel movement irregularity ("bowel movements"). The patient was treated with dimeticone, activated (gas-x) and surgery (laproscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the vaginal haemorrhage and bowel movement irregularity outcome was unknown and the flatulence had not resolved. The reporter considered bowel movement irregularity, flatulence and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: movement irregularity, flatulence and vaginal haemorrhage. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("spotted the first day in the hospital") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), flatulence ("gas") and bowel movement irregularity ("bowel movements"). The patient was treated with dimeticone, activated (gas-x) and surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the vaginal haemorrhage and bowel movement irregularity outcome was unknown and the flatulence had not resolved. The reporter considered bowel movement irregularity, flatulence and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: movement irregularity, flatulence and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.